Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the display of the roller pump would intermittently disappear. The user employed an alternative device for the procedure. The user reported the surgical procedure was completed successfully. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.